Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during the prime test due to loose motor support disk. The pump was unable to verify high blood glucose test due to compromised force sensor system alarm anomaly. The pump was received with missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 300 mg/dl at the time of the incident. The customer treated with manual injection. The customer stated that she was in the process of priming the pump and the alarm occurred. The insulin pump will be returned for analysis.